Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system were used. After implantation a transesophageal echocardiogram (tee) showed no pericardial effusion. Once the procedure was completed, the patient was moved to the recovery unit. While in the recovery unit, the blood pressure of the patient dropped. A pericardial effusion was suspected and a pericardiocentesis was performed. One day post procedure an additional large pericardial effusion was observed. The patient underwent a sternotomy. During the operation no active bleeding was found but ecchymosis was observed around the base of the left atrium. 800cc of fluid was drained from the patient during this procedure. The patient recovered and was discharged from the hospital.